Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery died during the night and woke up with high blood glucose of 400 mg/dl. Customer's blood glucose at the time of the phone call was 222mg/dl. Customer indicated that due to the battery being depleted, the pump shut off. Customer declined high blood glucose troubleshooting as they indicated that nothing is wrong with the pump and was only a battery issue. No further details provided.